Event description:
It was reported that the lead exhibited an insulation anomaly. The lead could only be partially explanted.

Manufacturer narrative:
Final analysis found that a partial lead was returned. Insulation abrasions were noted at three locations. The abrasions were consistent with constant friction with another implantable device.